Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for broken hub with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
Material no. 368650 batch no. Unknown. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle was broken at the hub when a staff member removed the needle from the packaging. The following information was provided by the initial reporter: the needle was broken at the hub when a staff member removed the needle from the packaging.

Manufacturer narrative:
Additional information received: medical device lot #: 8263749. Medical device expiration date: 2021-09-30. Device manufacture date: 2018-09-20.

Event description:
Material no. 368650 batch no. 8263749 it was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle was broken at the hub when a staff member removed the needle from the packaging. The following information was provided by the initial reporter: the needle was broken at the hub when a staff member removed the needle from the packaging.

Manufacturer narrative:
Additional information received: medical device lot #: 9094758, medical device expiration date: 2022-03-31, device manufacture date: 2019-04-18.

Event description:
Material no. 368650, batch no. 9094758. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle was broken at the hub when a staff member removed the needle from the packaging. The following information was provided by the initial reporter: the needle was broken at the hub when a staff member removed the needle from the packaging.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 368650, batch no. Unknown. It was reported that before use of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the needle was broken at the hub when a staff member removed the needle from the packaging. The following information was provided by the initial reporter: the needle was broken at the hub when a staff member removed the needle from the packaging.